Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on event description and returned products. The stiffening stylet was still placed inside the used catheter and investigation revealed a kink on the catheter approx. 10cm from the distal tip, exactly in the area of the stiffening stylet tip. No damages/kink were noted on the unopened device. Based on these findings it is suggested that the stiffening stylet was not removed at the right time or the catheter was exposed to manipulation beyond its intended design during advancement. No evidence to suggest that this frova device was not manufactured according to specifications and nothing indicates that it did not perform as intended, cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "2 trials with videolaryngoscope and frova was not successful caused of "kinking". The 3rd frova from a different charge was then successful". Patient outcome: the patient did not experience any adverse effects due to this occurrence.